Event description:
It was reported that a patient using the ilet experienced persistent high blood glucose, including a post-meal value of about 350 mg/dl and a subsequent value around 320 mg/dl with rising trend, despite an infusion site change and reports of insulin odor near the connector; the patient used approximately 110 units in the first day, and support guided a rewind and replacement of the cartridge and connector, with a subsequent recommendation for another full supply change, while the device problem and component involvement could not be determined due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no specific findings and insufficient information to identify a device malfunction or a specific component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.